Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive sleep/wake button with no vibration or backlighting when pressed, despite the user cleaning the button, removing the case, and attempting to wake the device; blood glucose was not affected, and a replacement device was provided. Symptoms included no clinical effects. Outcomes included no change in glycemic control and continued use of the user¿s cgm while awaiting replacement. Investigation included troubleshooting guidance to charge the device, attempts to access the screen, follow-up for return logistics, and inspection of the returned device. Investigation of this device revealed a suspected mechanical or electrical malfunction of the sleep/wake button assembly that prevented device activation. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the wake button mechanism.